Event description:
Information was received based on review of a journal article, titled, "minimally invasive oxford medial unicompartmental knee arthroplasty in young patients", streit, marcus, et al knee surg sports traumatol arthrosc doi: 10-1007/s00167-015-3620-x. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised eight years following the initial procedure due to fracture of the tibial bearing, implant clicking, instability and pain. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-02995 which referenced a journal article written on a study that this patient took part in.